Event description:
Customer reportedly, obtained results of 417 mg/dl, 215 mg/dl, hi (greater than 600 mg/dl), and 167 mg/dl on the advantage system within 10 mins. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.